Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had continued pain after the procedure. The surgeon determined that the implants were not fully across the si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he advanced each of the implants a few millimeters further across the si joint. X-rays showed that all of the implants were clearly further advanced into the sacrum following the revision surgery. No implants were removed and no additional implants were added. There had been no update yet on the patient's condition following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is insufficient si joint fixation. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: 1st (superior): ifuse implant, p/n 7040-90, lot# i0377, manufactured 04/03/13, expires 2018-01. 2nd (middle): ifuse implant, p/n 7035-90, lot# 8175003938011, manufactured 08/08/12, expires 2015-10. 3rd (inferior): ifuse implant, p/n 7030-90, lot# 7628002578001, manufactured 05/31/11, expires 2014-07.